Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months post deployment, the filter was attempted for removal. Inferior vena cavogram showed the filter was outside the inferior vena cava in probably a tributary. The patient had a foreign body in the right lower lobar artery. Retrieval of filter with a guidewire in situ was tried using a 4-french pigtail catheter, 5-french 90 cm long cook sheath, cook foreign body retrieval forceps but was not successful and the retrieval catheter was pulled out. Then, an amplatz catheter was tried repeatedly with a 4-french pigtail catheter but was unsuccessful. Around seven years later, the bard eclipse filter was removed. An initial indication was provided that the patient had an inferior vena cava filter placed and apparently resulted in a piece of coiled guidewire embolized to the right middle lobe pulmonary artery. A 6-french sheath was deployed though attempts to retrieve this with a small caliber ureteral stone extraction basket were unsuccessful. Then 6-french sheath was substituted for a 7-french sheath but was unsuccessful and had to upsize to an 11-french sheath. After exhaustive efforts with the snare device, was able to finally grasp it with the snare and mobilized it up into the main pulmonary artery on the right before the snare slipped off. Further efforts to remove it resulted in it broken into pieces stuck into the deepest aspect of the right middle lobe pulmonary vasculature. However, 90% was able to be removed in two large pieces but a very small piece of wire was lost embolized over to the left side possibly within the left pulmonary vascular tree. The procedure was then terminated. Post operative findings showed that the majority of this wire was able to be removed and there does appear to be a small piece which had been moved and was within the left side of the chest as this appeared to be less than 10% of the foreign body mass and there were no complications. Therefore, the investigation is confirmed for filter migration, filter limb detachment and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to filter migration and filter limb detachment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2016).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated and struts detached. The device has not been removed after two attempted but unsuccessful percutaneous removal procedure. The detached strut retained in lung; however, the detached strut was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patent is unknown.